Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2026, the patient was in the operating room. During the surgery, bladder irrigation was performed, and it was found that isotonic fluid could not enter the foley catheter. Even after changing the irrigator, there was no improvement, and a problem with the catheter was suspected. The catheter was removed, and it was found that one lumen for the irrigation fluid was blocked, preventing the fluid from entering the catheter. The catheter was discarded, a new catheter was replaced, connected to the irrigation fluid, and bladder irrigation was successfully performed for the patient.